Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. The system resets occurred during a telemetry session while communicating with the latitude remote monitoring system causing the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) presented to the emergency room. Upon interrogation, the crt-p was found to be in safety mode. It was noticed that the outputs in safety mode caused stimulation. Device replacement was recommended. Subsequently, a revision procedure was performed and the crt-p was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) presented to the emergency room. Upon interrogation, the crt-p was found to be in safety mode. It was noticed that the outputs in safety mode caused stimulation. Device replacement was recommended. Subsequently, a revision procedure was performed and the crt-p was explanted and replaced. No additional adverse patient effects were reported.